Event description:
It was reported that pump displayed malfunction alarm code 12, which recurred after being reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections and continue using current pump until replacement arrived, and technical support arranged replacement pump shipment, confirmed address, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.